Event description:
It was reported the customer had high blood glucose levels. Pump passed delivery system check. Customer believes she was using degraded insulin.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.